Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the device was sent to the service center for evaluation. The repair reports indicate: "micro": preventive replacement of o-rings performed. Defective drill mounting mechanism 1.0 has been replaced by 1.25 (the input check says that the burr was hard to install.) The complaint device has been repaired, tested, and is now fully functional. The defective drill mounting mechanism is the root cause of this failure. This complaint can be confirmed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 8-27-2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls has an article defect.